Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: floating/after birth of child, had tubes removed they found one spring in the wrong place during the procedure"), pelvic pain ("pain/pain") and pregnancy with contraceptive device ("pregnant") in an adult female patient (gravida 4, para 4) who had essure (batch no: 708870, 20227507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test", device ineffective "device ineffective" and device deployment issue "malposition of essure device location of device: floating/after birth of child, had tubes removed they found one spring in the wrong place during the procedure". The patient's past medical history included parity 3 (on (B)(6) 2001, on (B)(6) 2006, on (B)(6) 2010). Concomitant products included diphenhydramine hydrochloride (benadryl). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("extreme bloating"), insomnia ("insomnia"), anxiety ("anxious"), depression ("depressed"), abdominal pain lower ("lower abdomen pain/lower abdominal cramping") and back pain ("lower back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with naproxen sodium (aleve), paracetamol (tylenol), surgery (salpingectomy (bilateral)). Essure was removed in 2011. At the time of the report, the device dislocation, dysenorrhoea, abdominal pain lower and back pain outcome was unknown, the pelvic pain was resolving and the abdominal distension, insomnia, anxiety and depression had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, depression, device dislocation, dysmenorrhoea, insomnia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms of extreme bloating, pain, and insomnia, among other symptoms. Lot number: 20227507, manufacture date: 2009/11, expiration date: 2012/11. Lot number: 708870, manufacture date: 2010/01, expiration date: 2013/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), device dislocation ("malposition of essure device location of device: floating/after birth of child, had tubes removed they found one spring in the wrong place during the procedure") and pregnancy with contraceptive device ("pregnant") in an adult female patient who had essure (batch no. 708870, 20227507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not underwent essure confirmation test". Concomitant products included diphenhydramine hydrochloride (benadryl). In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device deployment issue ("malposition of essure device location of device: floating/after birth of child, had tubes removed they found one spring in the wrong place during the procedure"), abdominal distension ("extreme bloating"), insomnia ("insomnia"), anxiety ("anxious"), depression ("depressed"), abdominal pain lower ("lower abdomen pain/lower abdominal cramping") and back pain ("lower back pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with naproxen sodium (aleve), paracetamol (tylenol), surgery (salpingectomy (bilateral)) and surgery (salpingectomy bilateral). Essure was removed in 2011. At the time of the report, the pelvic pain was resolving, the device dislocation, device deployment issue, dysmenorrhoea, abdominal pain lower and back pain outcome was unknown and the abdominal distension, insomnia, anxiety and depression had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, depression, device deployment issue, device dislocation, dysmenorrhoea, insomnia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms of extreme bloating, pain, and insomnia, among other symptoms. Most recent follow-up information incorporated above includes: on 13-apr-2018: plaintiff's fact sheet received. Events per pfs: dysmenorrhea, patient did not underwent essure confirmation test, malposition of essure device-location: floating/after birth of child, had tubes removed, they found one spring in the wrong place during the procedure were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("pregnant") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal distension ("extreme bloating"), insomnia ("insomnia"), anxiety ("anxious") and depression ("depressed"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (procedure with removal of essure devices). Essure was removed in 2011. At the time of the report, the pelvic pain, abdominal distension, insomnia, anxiety and depression had not resolved. The pregnancy outcome was not reported. The reporter considered abdominal distension, anxiety, depression, insomnia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms of extreme bloating, pain, and insomnia, among other symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.